Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value of 18mmol/l with symptoms of extreme dizziness, confusion and thirst. There was reportedly no medical intervention required. The patient reportedly was miscounting carbohydrates, had a change in physical activity without adjustments to insulin regimen, had incorrectly programmed the basal/temp and bolus settings. Animas customer technical support reportedly advised the patient to contact the health care provider for assistance with diabetes management issues. The patient reportedly remained on insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia due to use error of the device and diabetes management issues.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/11/2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Due to the pump information for the complaint date being overwritten, the investigation was unable to duplicate the initial complaint about an ¿inaccurate delivery¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).